Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was crack on the bottom right of the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that they rewound the insulin pump and found that the piston did not rewind all the way. The customer stated that they had to rewind the insulin pump again. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The motor functioned properly and no rewind anomaly noted. The device was received with normal operating currents. Also passed self -test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was programmed with test minilink and the glucose sensor simulator. The device communicated properly with glucose sensor simulator. The sensor feature working properly. No unexpected low suspend alarm, lost sensor alarms, low battery or low reservoir alarms noted. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.